Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed a failed upstream sensor which is a related component to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During the device eval, an upstream occlusion alarm was observed in the device history log. There was no reported pt injury.